Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The device remains in use supporting the patient and was not available for evaluation. The report of low speed and pump stop events were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file contained approximately 9 days of data which captured low speed and low flow hazard alarms and multiple pump stop events while the system was supported by the patient cable. Based on the manufacturer's complaint history and similar reported events, the events captured in the log file appear consistent with a compromised wire in the patient's driveline; however, a root cause for the events cannot be determined without an evaluation of the device. A review of the device history records showed no deviations from manufacturing or quality specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received pump stop alarms while at home. The patient reported seeing driveline disconnected and low speed alarms on the system controller display screen when changing from battery support to the mobile power unit (mpu). Reportedly, the patient was asymptomatic, with only feeling flutters in their chest, but no other issues. Upon arrival to the implanting center, the system was connected to a power module via a patient cable and no alarms occurred. The patient¿s system controller history was reviewed and in addition to the pump stop the patient reported, another pump stop from earlier in the day was noted. The patient reported being supported by the power module and did not hear any alarms or feel any sensations in their chest at that time. Review of the submitted log file by the manufacturer's technical services representative revealed multiple pump stoppages and low speed advisory alarms from previous days. A system controller exchange was performed and the patient was place in the cardiovascular intensive care unit (cvicu) on a modified ungrounded patient cable for observation. X-rays of the patient¿s driveline were submitted to the manufacturer¿s technical services representative for review. No areas of interest were noted. After 2 nights in the hospital, the patient was discharged on (B)(6) 2016. As of 07/28/2016, the patient had not received any further pump stop alarms. The patient would continue with use of the ungrounded patient cable.